Event description:
Boston scientific crm received information when a legal representative for an insurance company contacted boston scientific crm stating they were involved in litigation regarding a claim that the patient was in a car accident due to a pacemaker malfunction. There have been no allegations or device ill performance reported to our company by any field representative or medical personnel. Boston scientific crm received additional information from this patient stating the car accident was a result from a syncopal episode due to the pacemaker. Our company has no specific information as to whether the pacemaker was involved.